Event description:
It was reported that when the pump was connected and activated, liquid leaked from the tube on the cassette side. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device sample was received in unused, in a plastic bag. Three pictures were also received. One of these pictures focuses on the luer and tube. During visual inspection of the device, no discrepancies were found in the device. During functional testing no discrepancies were found in the device. The complaint was not confirmed or duplicated. A device history record (DHR) review could not be performed as the lot number was unknown.